Event description:
Follow-up with the customer revealed their sealing procedure as follows: we seal with sealer the male and female tubes (because all the rollers and tube caps can not be inserted into freezing cassette), but keep enough tube length for further connection with tscd. The occlusive plug is always attached, we do not use it during the process. The customer was advised that the sealing technique used was against the current instructions for use (product insert) that states: "using a dielectric sealer, heat-seal the tubing as close to the container as possible." This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Event description:
It was reported that the device was explanted after an implant duration of approximately 118.1 months. Through the operative report, it was learned that the device was explanted, due to calcification and aortic stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device is unavailable for return as its location is unknown.

Event description:
The customer tested his blood glucose and received a reading of 97 mg/dl using his contour meter. He retested using another meter and received a reading of 267 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal range. No product will be returned.